Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred. Additionally, an altitude alarm occurred. The customer's blood glucose (bg) level was 227 mg/dl. Although requested, no additional information was provided regarding the issues.